Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported when they got pregnant a few years after the implant, the leads moved and they had to do a revision surgery. Patient then stated that they got pregnant a second time and it started acting like it had when the leads moved, so they turned the device off and just didn't bother with it anymore and have had it turned off for a couple of years. Patient now needs a full body MRI; patient confirmed they still have all external equipment. Agent reviewed MRI eligibility form. Pt called back and reported that they were advised to request a new recharger through because the current recharger was not holding a charge and could not detect the device. Agent reviewed with patient that their device would be at end of service (eos) at this point, so a new recharger would be pointless. A manufacturer representative (rep) called in and reported the patient informed them the device does not function, but was not certain this was due to eos. Caller stated they spoke to someone from the manufacturer and was told it didn't matter if the device goes into MRI mode or not. Agent reviewed MRI guidelines with caller. The patient was redirected to their healthcare provider to further address the issu e.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.